Event description:
The account alleges that during the case, after using the balloon for dilation, after they had pulled back to completely deflate, when pulling the catheter out of the working channel there was resistance and then the balloon and coating sheared apart from the wire. No patient injury to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The root cause of the complaint cannot be identified. No lot number was provided. No complaint database search or device history review could be performed. Nonconformances of this nature are monitored by the engineering, quality, and management team members.